Manufacturer narrative:
Eval method, results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
Pt had a mr exam. She was scanned with the synergy spine coil. She was positioned with her head first in the magnet for a lumbar spine examination. The pt had no observed burns or injuries after completing the examination. Later it was reported that the pt rec'd burns along the center of the spine lumbar area. Currently, there is no info available on the severity and size of the burns.